Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 59 reports, regarding 62 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to a medwatch report # mw5113963. A search of the complaint system has not found a complaint reported for this device during this timeframe. The ias8-120lp, airseal 8/120mm port was being used during an unknown procedure on (B)(6) 2022 and the device was reported as ¿an 8mm airseal trocar used for robotic surgery. Has a detachable seal or muffler (4 flaps of flexible plastic) that prevents air from escaping. Upon using a 10mm endocatch specimen bag it was noticed that the airseal muffler had a hole through the middle and was missing the 4 flaps. The flaps were sheared; 3 of the 4 were able to be located but was not found.¿ . There was no report of injury to the patient or user. The report states that this was not an adverse event. Further assessment could not be sent as the reporter did not share their name and contact information or the facility name. This report is being raised on the basis of injury due to possibility of fragment remaining in the patient.